Event description:
It was reported that the patient was experiencing pain around the vns and going down her arm when lifting. The surgeon prescribed anti-inflammatory for a weeks and the pain did not resolve. The patient was referred for prophylactic vns replacement surgery. Follow up with the physician revealed that the patient reported no trauma to the area. No cause for the pain was found. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the facility, historically, discards all explanted devices.